Event description:
It was reported in june 2001 that very high impedances were recorded when measuring the telemetry. These impedances reduced a little after two days. The pt was not giving much feedback but it is possible that they are hearing. Regular telemetry measurements have been carried out. In august 2002 the telemetry measurement showed a high and unusual impedance measurement. As the pt has shown no successful development steps in speech development, it was decided that the pt should be reimplanted.